Event description:
Related manufacturer reference number: 1627487-2022-01352. It was reported that the patient experienced ineffective therapy. X-rays revealed fracture on the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The reported event of fractured leads was not confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.